Event description:
It was reported that during an anterior cervical discectomy and fusion (acdf) surgical procedure, it was observed that the motor device would not reach high speeds. There was a reported delay of five minutes to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: contact's ext:(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose and motor vibration. It was determined that the hole in the hose and vibration caused the device to not reach high speeds. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.